Event description:
It was reported that multiple cartridges were damaged at the fill rod, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. There was no adverse impact to the customer's blood glucose level.